Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 37 mg/dl with shakiness and confusion. During troubleshooting, customer support found that the display was dim and fading. This complaint is being reported because the display issue was not resolved and the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the display screen has a pinkish contrast. The daily insulin delivery totals correctly reflect user's programmed basal rates. No alarms related to the complaint in the alarm history. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time